Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the issue and resolved it by replacing the touchscreen. Subsequent testing did not identify further issues and the device was returned to service. Livanova (B)(4) has not been made aware of any further issues with this device following the repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the touchscreen of the centrifugal pump 5 (cp5) became unresponsive during a procedure. There was no report of patient injury.